Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The service technician observed that the touchscreen was out of the correct place where it was touched. The touch screen was calibrated but the phenomenon persisted. The service technician reported that the unit was not in use on patient. The service technician was able to verified the reported problem. The service technician replaced the touchscreen to address the reported problem.